Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 600 mg/dl which was addressed by administering a manual injection. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.